Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Visual inspection of the first product noted the timing and spring mechanism were disengaged. The spring mechanism was received with twenty tacks remaining. Additionally, the trigger was jammed. Visual inspection of the second product noted the timing was disrupted and the spring mechanism was protruding from the tip of the instrument. A functional evaluation of the first instrument could not be performed due to the observed condition. The second instrument was applied to the appropriate test media. The trigger was actuated, and the remaining two tacks deployed but did not seat properly in the test media due to the disrupted timing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, while fixing the mesh to the pubis bone, the screw went into the tissue when the device was fired. However, the screw was not free. The back of the screw was attached to the device and was not separated from the stuck tissue. The surgeon forced them out which caused trauma to the tissue and tissue loss. Another tacker was opened but the same issue was encountered, so a different tacker was used to complete the case. The surgical time was extended by 30 minutes.